Event description:
Related manufacturer reference number: 2017865-2023-24974 it was reported that the patient's pacemaker and right atrial (ra) lead were experiencing under-sensing. No intervention has been performed.

Manufacturer narrative:
Further information was requested but not received.